Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the abdomen. On 04/18/2024, the day of the event the cgm reading was 298 mg/dl and the patient self-treated with insulin accordingly. After self-treatment, the patient became nausea, had brain fog, and was disoriented, but still called her husband. The patient became unresponsive, lost consciousness, and the husband called an ambulance. The patient was brought to the hospital and received treatment with glucagon, and intravenous sugar and liquids. When a fingerstick was taken the cgm read 298 mg/dl and the blood glucose reading was 67 mg/dl. The patient was discharged on the same day and at the time of the report she was stable. When the patient left the hospital the blood glucose reading was 190 mg/dl. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient passing out. The reported glucose values fall within the d zone of the parkes error grid when the patient was in the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.